Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that preoperatively, an interrogation of the implantable pulse generator (ipg) found that the longevity unexpected at 5.5 years. It was noted that the device was not stored near a magnet or in the cold. The ipg was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.